Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician experienced resistance when pushing forward the plunger of the preloaded intraocular lens (iol). The plunger could not be pushed all the way. The iol was evaluated under a microscope and the trailing haptic was kinked. No patient injury was reported. No medical intervention was required. The procedure was completed successfully with a replacement iol. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: december 10, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod advanced to the lens that was stuck in the cartridge. The trailing haptic could be observed to be twisted and unfolded. The lens module was inspected and presented with no damage; however, viscoelastic residue was identified which could have contributed to the complaint event. The device assembly was inspected and presented with no assembly issues; however, viscoelastic residue was below the lens module which could indicate an excessive amount was used and could have contributed to the complaint event. The lens could not be removed for evaluation. A photograph provided by the customer was evaluated. It displayed a zoomed in image of the complaint cartridge. The lens was observed to be stuck in the cartridge, and the trailing haptic was observed to be unfolded and twisted. Due to the quality of the photograph, no further evaluation could be performed. The complaint issue "haptic damaged" and "stuck in cartridge" were identified during product and photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "difficult to use" was not identified during product and photograph evaluation. The other observed issues during evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.